Event description:
Healthcare professional (hcp) reported a patient was injected in the lips with juvéderm® ultra and experienced vascular occlusion into facial artery. The patient was treated with multiple doses of hyaluronidase.

Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.